Event description:
In july 2004, the pt reportedly experienced an uncomfortable sensation and an overly loud sensation during a programming session. In jully 2004, the pt was seen by a co rep for evaluation. Testing performed confirmed that the device did not link with external hardware. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.